Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicated that the device was returned, as the patient reportedly passed away. There was no indication of product issue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that diaphragmatic noise was observed and reproduced with deep breathing on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The rv lead is another manufacturer's lead. It was reported that the noise resulted in a high shock lead impedance test, as the test was taken when the noise was present. Oversensing and pacing inhibition less than 2 seconds, were also observed. During a commanded shock test, the shock lead impedance was nominal. The physician has decided to monitor the patient. No additional adverse patient effects were reported.